Event description:
It was reported that an unspecified malfunction occurred with the customer's device, but the specific malfunction code was not noted. There was no reported impact on the customer's blood glucose level. The device was scheduled to be returned by the distributor, and a replacement pump was arranged to be sent to the customer.